Event description:
Breg received legal notice of filed lawsuit with use of pain care 3200. Patient had right shoulder surgery with anterior and posterior labral repairs with chondroplasty of the glenoid. Patient now alleges glenohumeral chondrolysis.